Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this recently implanted implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead presented to the emergency room due to their pocket bleeding. It was also noted that the system exhibited atrial tachy response (atr) events and noise on all three channels. The system remains in service. No additional adverse patient effects were reported.